Manufacturer narrative:
Interrogation of the device revealed normal device characteristics. A longevity calculation was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available. Related manufacturer reference number: 2938836-2020-01148 and 2938836-2020-01149 and 2938836-2020-01150.